Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The bench repair activities discovered a damaged ac power module having a broken socket near the plug. There was no patient involvement.